Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion and high peak pressure. The customer stated there was a patient involved when this issue occurred. The customer stated there was no patient harm or injury.

Manufacturer narrative:
Customer advised he performed the flow valve characterization which resolved the issue. No further action needed.